Manufacturer narrative:
(B)(4).

Event description:
A pump volume discrepancy was reported; a change in therapy effect was also reported. The patient experienced return of pain. The actual residual volume (9cc) was greater than the expected residual volume (4.2 cc). The hcp reported to have pulled 200 cc of clear fluid from the subcutaneous tissue before refilling the pump. The pump contained morphine; the hcp added bupivacaine to the pump on the date of the report.